Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not allowed. The fse examined the system and determined that the issue was most likely caused by problems with the hospital electrical panel and changeover switch. The hospital's maintenance team rectified the issue, as there was no technical issue in the philips system but rather an issue related to the hospital's power/maintenance system. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was related to the hospital's power/maintenance system and there was no issue reported with the philips component. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not do fluoroscopy. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.